Event description:
Reporter indicated that patient underwent vns therapy system explant due to mrsa infection at both the generator and lead sites. Both the generator and lead were explanted, but it is unknown whether the lead electrodes were also explanted or were left in place.